Event description:
During preparation to implant the excluder bifurcation endoprosthesis, the surgical tech inadvertantly removed one of the 7 fr sheaths used to take the initial angio's causing the pt to loose over 1 liter of blood requiring 2 units of blood transfused. The procedure continued to successful completion with no further consequence to the pt. Pt's is fine. There was no allegation of deficiency.